Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to leaking motor oil on the home switch. Analysis was unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests due to constant motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.